Event description:
It was reported that the pump was implanted in 1990 with the pocket located in the left abdomen and the catheter placed intrathecally for baclofen infusion. During a recent refill procedure, the pt inadvertently was given a bolus injection. This led to hemodynamic depression and required ICU care. The pt developed pneumonia and expired. This pump is of a design that is no longer manufactured or distributed. Pumps of this type do not have a bolus safety valve and have not been produced since 1991.

Event description:
It was reported that the pump was implanted in 1990 with the pocket located in the left abdomen and the catheter placed intrathecally for baclonfen infusion. During a recent refill procedure, the pt inadvertently was given a bolus injection. This led to hemodynamic depression and required ICU care. The pt developed pneumonia and expired. This pump is of a design that is no longer mfg or distributed. Pumps of this type do not have a bolus safety valve and have not been produced since 1991.